Manufacturer narrative:
(B)(4).

Event description:
The patient reported the error code of an end of service (eos). The implantable neurostimulator (ins) was off/disabled (stopped working) and no longer providing therapy. There was no fall or trauma related to the issue. The patient stated "it has barely even been two years" and was not happy that the device being depleted. It was noted "it goes from eri to eos back and forth." She did not feel stimulation. She first saw this code last night ((B)(6) 2015). The patient outcome was not reported. The indication for therapy was lumbar radiculopathy and spinal pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.